Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found a dent and scratch in the connecting tube and plastic distal end cover, stretched angle wires, slack, a chip, and a crack in the bending section cover adhesive, a scratched suction connector, free engage knob, light guide cover glass, scope cover, grip, switch box, forceps evaluator lever, up/down knob, right/left knob, and control unit. The device evaluation also found that the indication on the suction connector is peeled, a scratched scope connector cover unit, a scratched universal cord protector, a wrinkled universal cord, a dented and scratched universal cord, a discolored control unit, and no image displayed due to damaged suction connector. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/address name: (B)(6) hospital. The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was flushed with detergent solution.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an insertion tube defect and collapse of 20-30cm. It is unknown when the issue was found, and no procedural information has been provided at this time. The device was returned for evaluation and during the device evaluation, foreign objects were found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.